Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from university of (B)(6), united states. The title of this report is ¿a retrospective data collection of the internal fixation, stabilization and support of fractures, and bone fixation after osteotomies with the axsos locking plate system.¿ which is associated with the stryker ¿axsos locking plate¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2015 to 2018. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses nonunion along with radial nerve palsy and disuse osteopenia. The report states: ¿the patient was a (B)(6) year old male, nonsmoker. He was involved in mcc with polytrauma. The patient had left closed diaphyseal humerus fracture, left comminuted scapula and ribs fracture due to mva. He underwent orif for the humerus fracture, the plate implanted was a locking compression plate broad 10 hole/l191 mm, 5.0 mm locking set and positioned posterior. He had a nonunion that was diagnosed at 208 days post-operatively. The patient also had radial nerve palsy that was recovered at 208 post operative follow up and disuse osteopenia. He was advised to get more sunlight. Patient was then lost to follow up at 208 days post-op when he was diagnosed with the nonunion.¿